Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device being frozen/not moving identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move. It was further observed that the device did not function and moving parts of the device did not move smoothly. It was further determined that the device failed pretest for checking the saw blade screw coupling, checking for mechanical free movement, checking general function in running mode and checking oscillation frequency with frequency meter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.